Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism did not work. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to fully activate the safety mechanism is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. An attempt to activate the safety mechanism of the returned sample was unsuccessful and the safety plate was found to be stuck about midway down the needle shaft. A microscopic observation revealed a clear material at the junction of the needle cannula and the plastic handle. This material was observed to fluoresce under uv light, which indicates the material is most-likely excessive adhesive from the manufacturing process. This excessive adhesive appears to have become wedged between the metal collar of the safety mechanism and the needle shaft, preventing the safety mechanism from being full activated. This device is a supplied component and the supplier has been notified. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism did not work. There was no reported patient injury.